Event description:
Caller states that a neonate patient received the following results, with two different roche meters, within 10 minutes: 23 mg/dl (inform (B)(4)) and 17 mg/dl (inform (B)(4)) caller states that a neonate patient received the following result on an inform meter, compared to a lab result, within 10 minutes: 1. 23 mg/dl (inform (B)(4)), 17 mg/dl (inform (B)(4)), and 60 mg/dl (lab) 2. 37 mg/dl (inform (B)(4)) and 72 mg/dl (lab) sets of readings were taken at different times. Results of 23 mg/dl and 17 mg/dl were taken only once - no duplication of readings. The neonate patient is a (B)(6) who was born in distress and began having seizures. The nurse performed a test with inform system 1 and obtained a reading of 23 mg/dl. The nurse then performed a test with inform system 2 and obtained a reading of 17 mg/dl. The doctor immediately administered glucose. A lab sample was drawn (unknown if before or after glucose administration) and result was 60 mg/dl. No information about patient recovery was provided. No adverse event reported. About 4 hours later, the patient was tested with inform system 1 with a reading of 37 mg/dl. A lab result was obtained at the same time and the result was 72 mg/dl. No adverse event reported. The baby was then transported to another hospital and is doing fine. Caller is unsure if the test strips were dosed properly, as the baby was having seizures at the time of the tests. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the inform system 2. Reference medwatch with (B)(6) for the inform system 1.